Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: plate not returned in the original sterile packaging. Data etched match with the complaint data. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The certificate of the raw material was reviewed, no anomaly found, the material was conforming to specification. The returned plate was re-inspected for all the features pertinent to the complaint condition. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Complaint is disposed as confirmed due to evidence that plate is broken, but it's considered not valid for (B)(4) because there is no evidence of issues manufacturing related. No manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: february 02, 2015. Expiry date: january 01, 2025. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a locking compression plate broke three (3) months after surgery. When the broken plate was removed, the fracture was noted as clinically healed distally, but had not healed where the broken plate was. There was also found a broken locking screw proximal the breakage in the plate. All broken pieces were removed from the patient. The provided x-rays were reviewed by the manufacturer and it was noted that in the three and half month post-operative x-ray, the plate breakage could be confirmed. This is report 1 of 2 for (B)(4).